Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown

Event description:
It was reported with the use of the unspecified bd¿ syringe, there was an issue with leakage. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the unspecified bd¿ syringe there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the two provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd luer-lok syringe there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
The following fields have been updated due to additional information: it was reported with the use of the bd luer-lok syringe. There was an issue with leakage. There was no report of injury or medical intervention. Brand name: bd luer-lok syringe type of device: fmf. Medical device manufacturer: becton dickinson medical systems. Common device name: piston syringe, medical device catalog #: 301073, unique identifier (UDI) # (B)(4). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7060709, medical device expiration date: 2022-02-28, device manufacture date: 2017-03-01. Medical device lot #: 7096778, medical device expiration date: 2022-03-31, device manufacture date: 2017-04-06. Device available for evaluation?: no. Manufacturing location: becton dickinson medical systems. PMA/510(k)#: k980987.